Event description:
It was reported that the biomed was received the error 1(patient line open) during calibration. In functional check the inlet pressure was -8.4, circulation pump command were 80 percentage and circulation pump failure. The system hours were 2570, pump hours was 2058. The biomed requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded. Performed 2000 pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump needed to be primed to fill during decon. Serviced the circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was received the error 1(patient line open) during calibration. In functional check the inlet pressure was -8.4, circulation pump command were 80 percentage and circulation pump failure. The system hours were 2570, pump hours was 2058. The biomed requested quote for 2000-hour service.